Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, per the customer, bg level was 2030mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.